Event description:
User stated she ran one female patient sample for sodium and then repeated the sample receiving results that were much higher. Initial sodium result 122 mmol/l, repeat result 135 mmol/l. Initial results were reported, but no adverse event occurred form the result. No other patient samples were affected. The field service representative determined the user had placed a small tube on the analyzer causing the issue. User poured the sample into a cup and repeated testing with normal results. Performance tests were performed.